Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5114507, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patients leads had migrated. The patient underwent revision procedure wherein the leads were replaced. The patient was doing well postoperatively.